Manufacturer narrative:
Analysis was normal, no anomalies were observed. The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within product specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that failure to sense was observed on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. The rv lead was explanted and replaced. The patient was stable.